Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work properly. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the right cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported allegation related to a cracks in the right cylinder connection tube. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The cylinder had wear at a fold in the cylinder body. This wear would not affect the functionality of the device. The cylinder passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work properly. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the right cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.